Event description:
Pt. Presented with a large hematoma of the right-hip following a tha on (B)(6) 2022. Dr. Performed an aspiration, took cultures, performed an extensive I&d and did a head, liner exchange on the pt. No complaints filed against the components themselves.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#delta v-40 ceramic head 36/0 ; cat #6570-0-136 ; lot #93825204 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.